Event description:
It was reported that upon deployment of a vena cava filter, the filer legs were crossed and did not fully expand. The filter was removed with a snare device with some difficulty and another filter was deployed without incident. There was no report pt injury.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The device was not returned. Images were not provided. The complaint investigation is inconclusive the reported event. Based on the available information, the definitive root cause is unk. It is unk if pt and/or procedural factors contributed to the event.